Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that the mediport tubing was leaking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The sample returned for evaluation is a 20g x 3/4" w/y-site powerloc max infusion set. The sample was tested by flushing with a 12ml syringe both clamped and unclamped and a leak was not observed. A crack was not visible in either the y-site or extension tubing under microscope. Consequently, this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that the mediport tubing was leaking. No other information was provided.